Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2003 in order to treat stress urinary incontinence, full length rectocele, perineal defect, and fecal incontinence concurrently with a perineoplasty, posterior colporrhaphy, anal sphincteroplasty, urethroscopy, and cystotomy with suprapubic catheter placement. It was reported that the patient underwent implantation of tension free readjustable remeex sling on (B)(6) 2009 due to female urinary incontinence. On (B)(6) 2011 the patient underwent revision/excision of exposed mesh/eroded sling material, laparoscopic enterolysis, bso, excision of vaginal mass, and cysto-urethroscopy with bladder hydro-distension due to chronic pelvic pain, dyspareunia, and urinary frequency/urgency to rule out interstitial cystitis. It was reported that the patient underwent a modified remeex sling procedure with use of fascial segment and cystourethroscopy on (B)(6) 2011 due to stress urinary incontinence. No additional information was provided. (B)(4).